Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed. The customer stated that the malfunction occurred when a user attempted to dispense medication to a patient, resulting in a delay in accessing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller board was defective which was found after troubleshooting and running diagnostics. A field service engineer replaced, rebooted station and reconfigured the drawer on 2-2 on the auxiliary. Customer test inventoried the drawer and test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed. The customer stated that the malfunction occurred when a user attempted to dispense medication to a patient, resulting in a delay in accessing the required medications. There were no adverse events or injuries reported based on this event.